Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The alarm history was checked and alarm was not found. The customer also reported experiencing sensor reading discrepancies. Customer stated that the sensor would read low and the insulin pump would go into threshold suspend. This occurred multiple timed during (B)(6) 2015. Sensor reading were between the 30 and 50 mg/dl range, the customer tested and blood glucose was not low. Current blood glucose reading was 332 mg/dl. The customer also mentioned they had a heart surgery on (B)(6) 2015 and her blood glucose dropped during the procedure. The customer went to see the doctor on (B)(6) 2014 because of experiencing unexplained high blood glucose. The customer stated the high blood glucose caused heart complications while they were being treated. The insulin pump was removed and customer was treated by IV. Blood glucose value at the time is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.